Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. During the high pressure test no leaks were detected. Customer's blood glucose level was 321 mg/dl. The device was not returned.